Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the customer had a keypad anomaly. The father stated the buttons were unresponsive on the insulin pump. The father was unable to resolve the issue with a battery change. Customer's blood glucose was 186 mg/dl. The insulin pump will not be returned for analysis.